Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 168 mg/dl at the time of the incident and later increased to 550 mg/dl. The customer stated that they had an issue with a set and reservoir. It was reported that for the reservoir, when they took the plunger out; the insulin came out. For the set, they had an unexpected high blood glucose; the customer changed the set and noticed that the cannula was bent. The customer was trying to remove the plunger. The customer had an unexpected high blood glucose. The insulin pump will not be returned for analysis. The infusion set and the reservoir will be returned for analysis.